Manufacturer narrative:
The device was returned to the factory for eval. It shows no signs of clinical usage and no evidence of blood. Visual inspection determined that the delivery device was returned outside the loading device. The tension spring assembly was inside the delivery device. The seal was outside the delivery device but, anchored to the tension spring assembly. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no conconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring ii devices did not load correctly. The hospital did not report any patient effects. A replacement device was used to complete the procedure. Refer to MFR report numbers 2242352-2012-00326 and 2242352-2013-01367 for the related reports.